Manufacturer narrative:
Pump received with blank display due to corrosion on electronics. Unable to perform idle current test, run current test, self-test, off no power test, unexpected restart error test, basic occlusion test, occlusion test, prime/delivery test, excessive no delivery test, displacement test or verify battery out limit alarm, weak battery alarm due to blank display. Pump had minor scratched display window and cracked reservoir tube lip. (B)(4).

Event description:
Customer reported via phone call of receiving a battery out limit alarm and a weak battery alarm. Customer also reported that insulin pump was blank and could not turn on. Customer's blood glucose was 204 mg/dl. Customer reported that replaced battery cap did not solve blank display. Customer was advised that insulin pump would need to be replaced.